Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed and found the shaft of the electrode bent. The distal tip of the electrode showed evidence of activation. The proximal end of the electrode was detached with melted remains attached to the connector cable. The inspection also noted char marks on the proximal end. Due to the returned condition of the electrode no further testing could be performed. Based on the similar reports, the reported event can be attributed to internal activation within the proximal end of the electrode due to saline ingress.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the user facility regarding a previously reported event. The user facility reported that during a therapeutic cystoscopy with a transurethral resection of bladder tumor procedure, the patient¿s leg jerked when the surgeon used the electrode. The procedure was completed with a similar device. The patient did not require any additional medical treatment. Additionally, the device was returned to olympus and has been sent to the original equipment manufacturer for evaluation. Please cross reference related MFR. Report number: 2951238 - 2017 - 00739.

Manufacturer narrative:
The active cord and electrode were not returned to olympus for evaluation. However, the customer did return the generator, footswitch and power cord. A review of the generator¿s fault log revealed multiple error codes including a ¿300 ref 21¿ error message (persistent over voltage or current error). This can be attributed to a faulty electrode or cable and metallic objects in the vicinity of the electrode tip causing an electrical. The generator and its footswitch passed functional and output inspection. A visual inspection was performed on the returned generator and noted physical damage to the front of the unit. The core of the transformer on the printed circuit board was found broken. The damage from the front panel and the core of transformer were due to physical impact; however, it would not contribute to the reported complaint. The exact cause of the reported complaint could not conclusively be determined since the customer¿s accessories were not returned for evaluation. The instruction manual provides the user several warnings to prevent systems complications. ¿always inspect the system accessories for damage prior to use. In particular, check the cables of any re-usable accessory for possible insulation damage. The cable and connectors should be inspected for any processing damage. If any of the connector pins are bent or if the cable shows any signs of crush damage, cracking or distortion, it must be discarded. All connections should be insulated wherever possible to prevent electric shock risk and short-circuiting. Check the tip contact with another metal object. Remove the instrument from the operative site and inspect it for damage.¿

Event description:
Olympus was informed that during an unspecified procedure, an arc occurred between the connection block of the electrode and active cord causing the patient to flinch indicating a possible shock. The surgeon reported that excessive arcing caused one lead of the electrode to break off. It is unknown if any device fragment fell into the patient or if the intended procedure was completed. There was no long term injury reported. In addition, the biomed inspected the cord and found the electrode connector broken off and still attached to the charred active cord.